Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. Date of event is an approximation. On (B)(6)2025, it was reported that the pediatric experienced loss of consciousness. At an unspecified time of the event the cgm was reading 3.9 mg/dl and the blood glucose reading was 4.6 mmol/l (it could not be determined if this readings were taken after any treatment and if the bg reading was lower at the time the patient lost consciousness). The patient was taken to the hospital and monitored there, there was no treatment provided. At the hospital the patient regained consciousness and discharged. At the time of the report the patient was doing fine. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.